Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis and subsequently passed away coincident with automated peritoneal dialysis therapy. The cause of the peritonitis was unknown. On unreported date(s), the patient was treated with cephalexin (dosage, route, frequency, and duration not reported) and amikacin (dosage, route, frequency, and duration not reported) for the peritonitis event. The cause of death was reported to be an unrelated event. It was unknown if the patient was recovered from the peritonitis event prior to death. An autopsy was not performed. Twenty-one days prior to death, peritoneal dialysis was stopped and the patient began hemodialysis. No additional information is available.